Event description:
It was reported that an ilet device would not stay on; after charging to 96 percent, it transitioned to the blue circle screen within minutes and became unavailable, and a replacement device was arranged while the patient used backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings, and available information was insufficient to identify a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established.